Event description:
On (B)(6) 2010, the lay user/reporter, the patient's son, in (B)(6), contacted lifescan to report the one touch ultra 2 meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Since (B)(6) 2010, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. One month later, the patient experienced the symptoms of weakness, swollen eye nerves, and she felt hyperglycemic. The patient's physician increased her dose of an unspecified insulin from 18 to 25 units, and the oral diabetes medication diamicron (glipizide) from one to two tablets per day. On (B)(6) 2010, the patient's fasting blood glucose laboratory result was 380 mg/dl. Troubleshooting revealed there had been no misuse of the meter, and the patient had correctly replaced the meter's battery. The meter and test strips were replaced. The patient allegedly became hyperglycemic after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with increased doses of insulin and oral diabetes medications. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). 510(k) # is k053529.